Manufacturer narrative:
Medtronic investigation of returned suspect circuit board (atp console) finds that the reported issue is confirmed. Visual inspection noted j3 missing mounting nut and connector is bent. Installed atp console in the imaging test system and the system readied, but no exposure in 2d or 3d mode. There was a faint beep that was observed. Error 12 was observed in (B)(4) tech services console. The reported event was confirmed to be caused by an electrical failure mode. As previously reported, the medtronic representative replaced the circuit board to resolve the issue.

Manufacturer narrative:
No patient demographics information are available. A medtronic representative inspected the imaging system on-site and discovered errors 10, 12, 13, and 15 in the system logs. A system component (circuit board) was replaced to resolved the issue. A full imaging system check-out was completed following part replacement, and full system functionality was confirmed. The replaced circuit board has been returned for evaluation, although analysis of the part is not yet complete.

Event description:
A medtronic representative reported that during a procedure, a loud noise was heard during a 3d spin. The user rotated the x-ray tube and detector 90 degrees at a time in order to test the system, and the noise was not heard. However, the user attempted to take another 3d spin and the same loud noise was heard. Additionally, an error 12 message was displayed in the system logs. The procedure was completed successfully with the use of the imaging system, and no impact to the patient was reported. No additional details were provided.

Manufacturer narrative:
(B)(6).